Event description:
It was reported that upon deployment, the stents "jumped forward". The perfomexx handle was used for a kissing stent procedure in the common iliac artery. The dr was doing a kissing stent procedure with the perfomaxx handle and noted significant forward "jumping" of both stents. Procedure was successful.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. Neither the sample or x-rays were returned for review. This application represents an off label use for this device. The IFU states: "the bard luminexx biliary stent is indicated for use in the treatment of biliary structures resulting from malignant neoplasms. The results of this investigation are conclusive.